Manufacturer narrative:
Date of report : 13jun2019, date rec¿d by MFR :12jun2019. A gas delivery system (gds) assembly was returned to the fi (failure investigation) lab for evaluation. An investigation was performed and the root cause was due to the air flow sensor component (u1) drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse also noted that the (central processing unit) cpu cover tray was damaged and missing the filter cover. The manufacturer¿s field service engineer (fse) replaced the (gas delivery system) gds, cover, cpu tray, thumbwheel, bottom foot, and fan guard, filter, and retainer to address the reported problem. The air delivery/flow accuracy test was performed and now when air flow is set to 120 (standard liters per minute) slpm analyzer air flow display reads 120.1 slpm. The unit successfully passed the required performance verification test.

Event description:
The customer reported air flow accuracy failed. During annual (preventative maintenance) pm service device failed performance assurance air delivery/flow accuracy test, when air flow is set to 120 (standard liters per minute) slpm analyzer air flow display reads 159.2 slpm. The device was not in use at the time of the reported event; therefore, there was no patient involvement.